Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 184 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 121 mg/dl using truemetrix air meter and 124 mg/dl using truemetrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 184mg/dl (B)(6) 2017 12:43 pm fasting:yes; 141mg/dl (B)(6) 2017 11:53 pm fasting:yes; 130mg/dl (B)(6) 2017 11:32 pm fasting:yes; 132mg/dl (B)(6) 2017 11:42 pm fasting:yes; 124mg/dl (B)(6) 2017 11:16 pm fasting:yes. Memory concerns: the customer is concerned with the result: 184 mg/dl on (B)(6) 2017 at 12:43 pm. The customer stated that the date/time have not been setup (wrong time/date).